Event description:
Description according to complainant: "the filter migrated/eroded through the vena cava into the duodenum becoming very close to the aorta. The reporting customer did not know how the procedure was completed and if a new filter was placed. Type of procedure: right retro peritoneal through chevron incision/ duodenum mobilization and removal of ivc filter and prongs. The pt tolerated the procedure well and there were no pt complications."

Manufacturer narrative:
(B)(4). Exact date unk but according to reporter the filter was implanted in 2009. Our investigation has been limited to the allegations in the complaint, because no device or images have been provided. Consequently, based on very limited info, we are not able to comment on the alleged filter perforation of the inferior vena cava. We can inform that instruction for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. Rpn and lot number were not provided and it has therefore not been possible to investigate history record. However, nothing indicates to us that the device was not mfg according to specification. The exact root cause for the alleged filter perforation cannot be determined based on the provided limited info. (B)(4) will continue to monitor for similar events.